Manufacturer narrative:
Reported event is confirmed. Customer event "during proctology surgery, white debris was found as the attached photo" was confirmed based on photographic evidence. To date, the device has not been returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding 101 devices, for this device family and failure mode. During this same time frame 780,891 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: tubing sets should only be used if the original packaging and labeling are intact. . This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 10k100 tubing was being used on (B)(6) 2021 during a proctology procedure when it was reported "white debris was found inside of a patient's body. White debris was removed from the patient's body." There was no report of medical intervention or any known hospitalization for the patient. There was no report of patient/user impact. The procedure was completed without an alternate device. There was a 5 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.